Manufacturer narrative:
Internal complaint reference (B)(4). B5 and h6: event and codes updated.

Event description:
It was reported that, during a meniscus repair surgery, the t2 implant of the fast-fix 360 fell off from the meniscus. T1 was already secured when the failure took place. Both ts were removed with tweezers. Surgery was completed with a back-up device instead. There was no surgical delay and no further complications were reported

Manufacturer narrative:
H10: internal complaint reference: case-2024-00190255-1. H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and implants returned outside the channel with the knot fully tightened the t1 implant is fractured and the suture anchor point. There is biological debris on the returned items. A functional evaluation of the returned device finds it cycles as designed. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the manufacturing process found that the implants are inspected after assembly to ensure they are correctly seated on the needle prior to packaging. A review of the material specification found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause was associated with a stress problem. Factors that could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair surgery, the t implant of the fast-fix 360 fell off. Surgery was completed with a back-up device instead. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and implants returned outside the channel with the knot fully tightened the t1 implant is fractured and the suture anchor point. There is biological debris on the returned items. A functional evaluation of the returned device finds it cycles as designed. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the manufacturing process found that the implants are inspected after assembly to ensure they are correctly seated on the needle prior to packaging. A review of the material specification found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause was associated with a stress problem. Factors that could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.